Event description:
Patient placed on the device(bed) earlier in the day. Bed locked, side rails (3 out of 4) raised, bed alarm turned on. Patient was attempting to reposition himself and trying to get comfortable when the lower bed rail on the right side of the bed just gave way and broke. The patient slid onto the floor.